Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 282 mg/dl. Tandem technical support provided reset instructions, however, customer was unable to perform pump reset on the call and declined follow-up to complete troubleshooting.